Manufacturer narrative:
Philips service replaced the unit dig. Kv ma control, safety resistor 47r, 30x133mm, and converter 8e velara, reset the ups, and restored the system to operational status. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that kvma board failure caused fluoroscopy and acquisition issues on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.